Event description:
Customer reported issues with the buttons of the insulin pump. The blood glucose reading is 165 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with an intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with cracked case at display window corners and cracked reservoir tube lip.